Event description:
It is reported by the patient that their insulin pump displayed excessive no delivery alarms. The patient's blood glucose level is 591mg/dl. Patient was hospitalized and treated for high blood glucose level. Device is not being returned due to the customer not calling back to troubleshoot the no delivery alarms. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.